Event description:
Procedure: laparo gastrectomy. According to the reporter: after the first firing the jaw could not be opened. It made the device impossible to be released from the tissue. With additional resection and ligation on the both sides of the jaw with the clip, it was removed from the patient.

Manufacturer narrative:
(B)(4).follow up report sent to FDA on 12/29/2014.

Manufacturer narrative:
(B)(4)